Event description:
It was reported that during an attempted implanted while trying to connect lead to device, set screw would not tighten even after several attempts. Device was replaced, and a new device was implanted without connection issues. Patient was in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to tighten the set screw was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inability to tighten the set screw could not be determined.